Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the ventricular lead exhibited high thresholds. During the attempts to reposition the lead loss of capture and sensing was noted. The lead was explanted and replaced.